Manufacturer narrative:
(B)(4). Evaluation. Results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Architect (B)(6), list number 6l21-25 is the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect (B)(6), list number 6c30. Elevated or out of range high negative control results and/or elevated grayzone / reactive results may be observed for the architect (B)(6) assay, list number 6c30, when it is run on the same module with the architect (B)(6), list number 7c18. This issue has the possibility to occur when the architect (B)(6) assay precedes the architect (B)(6) assay during testing. There is the potential to generate elevated results even when architect (B)(6) is not run on the same module. The investigation identified the cause as a reduced potency of the (B)(6) antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased false grayzone/positive results, increased susceptibility to reagent cross contamination (e.g. Architect (B)(6)), and / or increased impact of naturally occurring test system variability on final test results. Control measures will include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control communicated to architect (B)(6) customers through product correction letter (B)(6) 2010 will remain in effect until corrective actions to address the reduced potency of the (B)(6) antigen have been implemented.

Event description:
The customer sated the negative architect (B)(6) control shifted upward. Through troubleshooting it was determined the customer was not following the guidelines in (B)(6) 2010. The customer was retrained and no further issues were reported. There was no impact to patient management reported.